Manufacturer narrative:
Results: the returned lantern was undamaged. Conclusions: evaluation of the returned lantern revealed an undamaged, functional device. During functional testing, a demonstration ruby coil was able to advance through the returned lantern without issue. The reported complaint was unable to be confirmed. No other devices associated with the complaint were returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a lantern delivery microcatheter (lantern) and ruby coils. It was noted that the patient's anatomy was tortuous and calcified. During the procedure, the physician encountered resistance after advancing a ruby coil past the hub of the lantern. Therefore, the ruby coil and lantern were removed together. It was reported that the rotating hemostasis valve (rhv) might have been over tightened and that the lantern might have been kinked. The procedure was completed using a new lantern, the same ruby coil, and five additional ruby coils. There was no report of an adverse effect to the patient.